Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. High power microscopic examination of the lead ports and header noted no anomalies; the seal plug was intact. The device was able to be interrogated with a programmer without issue. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The nominal pace/sensing configurations for this device are bipolar. If a unipolar lead is to be implanted with this device, the lead configuration has to be programmed to unipolar, otherwise pacing will not occur.

Event description:
Boston scientific received information that during the implant of this pacemaker, there was no pacing delivered after the right ventricular (rv) lead was connected. The rv lead had been tested on the pacing system analyzer (psa) and yielded normal measurements. The physician attempted to then interrogate the pacemaker to see why it was not pacing and it was unable to be interrogated. As a result, the pacemaker was explanted and successfully replaced. No adverse patient effects were reported. Additional information was received that the rv lead that was connected to the device during the procedure was a unipolar lead. The pacemaker is nominally programmed to bipolar configuration and that is why there was no pacing observed. In addition, the field representative was able to interrogate the pacemaker with both the programmer being used during the procedure and with a different programmer.